Event description:
Litigation alleges pain and elevated metal ion levels. Update received (B)(6) 2013- patient was revised to address pain. There is a discrepancy with litigation on the dor, it is being updated to reflect der. Updated 01/17/14 (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. Review of the femoral stem and screw device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. G product/lot code combinations. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided metal liner, metal head, and stem lot codes. Per wi-3430 a review of the device history records for the head and liner is no longer required. A review of the device history records for stem lot code 2424923 did not reveal any related manufacturing anomalies. Product code 563516, work order (B)(4) was manufactured on 26-jul-2007. (B)(4) parts were manufactured per specification and all raw materials met specification. Review of the device history records and/or a lot specific complaint database search was not possible for the screw as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and screw that was prominent. Lab results from (B)(6) 2013 indicated metal ion levels below 7ppb. Part/lot is being updated for the screw and stem.